Manufacturer narrative:
Alleged failure: over heating. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be poor ventilation. Over heating was not duplicated during test. The unit will be calibrated and go through qc procedures. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source was connected to a light cord, and the cord was placed on a drape; which burned the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source was connected to a light cord, and the cord was placed on a drape; which burned the drape.